Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator failed pre-operational testing due to the device not recognizing the oxygen supply. No patient involvement reported.